Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had misaligned tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of a patient. There is no report of a fragment falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.51mm offset at the tips. The grips were not found to have cracking damage. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 0.88mm x 4.55mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument exhibits bent grips and a broken molded insulator. Further inspection of the instrument found that the grip with its molded insulator intact did not appear to exhibit any issues, as the grip base appeared to be unbent. The grip with the broken molded insulator did exhibit a bent grip base, which led to the grip misalignment observed.